Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer complaining on back to back testing results obtained of 332mg/dl, 108mg/dl and 173mg/dl. The customer is concerned with tests results from results obtained of 332mg/dl. The customer's expected non fasting blood glucose test result range is 100 to 115mg/dl nonfasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, back to back blood test was performed by the customer fasting and produced test results of 117 and 111mg/dl(close enough to expected range values). The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 111mg/dl (B)(6) 2016 04:04 pm fasting: no; 117mg/dl (B)(6) 2016 04:03 pm fasting: no; 116mg/dl (B)(6) 2016 03:30 pm fasting: no; 173mg/dl (B)(6) 2016 11:06 am fasting: no; 108mg/dl (B)(6) 2016 11:04 am fasting: no.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer complaining on back to back testing results obtained of 332mg/dl; 108mg/dl and 173mg/dl. The customer is concerned with tests results from results obtained of 332mg/dl. The customer's expected non fasting blood glucose test result range is 100 to 115mg/dl nonfasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, back to back blood test was performed by the customer fasting and produced test results of 117 and 111mg/dl(close enough to expected range values). The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).